Event description:
It was reported that a patient underwent a coronary artery bypass grafting on (B)(6) 2014 and suture was used. After the surgery, the surgeon was suspicious that the needle was left in the patient. X-rays were taken on the same day and the surgeon confirmed that there was a needle left in situ, close to the heart. A re-operation was performed on the same day. The needle-suture was found at the pericardium and removed. The patient is in stable condition.

Manufacturer narrative:
(B)(4). User error caused the event. The attending physician left the needle and suture in the patient. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4) - mfg date 06/01/2013; exp date 01/31/2018; (B)(4) - mfg date 07/01/2013; exp date 07/31/2018; (B)(4) - mfg date 08/01/2013; exp date 07/31/2018; (B)(4) - mfg date 09/01/2013; exp date 07/31/2018; (B)(4) - mfg date 10/01/2013; exp date 07/31/2018.